Manufacturer narrative:
The connectors were confirmed to be broken. The case and hanger assembly were found to be broken. All found defective parts were re placed and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg was returned for service. There was no patient involvement.